Manufacturer narrative:
The customer did not supply the patient demographics such as age, date of birth, sex and weight. (B)(6). A beckman coulter (bec) field service engineer (fse) was not dispatched to the customer's site. There is no evidence that the access accutni+3 reagent was returned for evaluation. The customer failed to follow instructions for proper sample handling, the sample was double spun prior to the initial analysis. Per the accutni+3 instruction for use (IFU) "turbid serum or plasma samples containing particulate matter should be transferred from the original tube and recentrifuged prior to assay. A specimen (original tube) that contains a separating device (gel barrier) is never to be recentrifuged." Per the bd vacutainer tubes IFU ((B)(4)), "tubes should not be re-centrifuged once barrier has formed. Barriers are more stable when tubes are spun in centrifuges with horizontal (swinging bucket) heads than those with fixed angle heads." In conclusion, the cause of this event is use error.

Event description:
The customer reported obtaining non-reproducible elevated troponin I (access accutni+3) results for one (1) patient involving the laboratory's access 2 immunoassay system (serial number (B)(4)). The customer analyzed a new sample from this patient on the same access 2 immunoassay system, and obtained a result within the assay's normal reference range. The customer reanalyzed the first patient sample two (2) additional times on the same access 2 immunoassay system and on an alternate access 2 immunoassay system (serial number (B)(4)), and obtained lower results within the assay's normal reference range. The elevated access accutni+3 result was released from the laboratory. The patient was hospitalized based upon the access results. There was no report of additional change or impact to patient care or treatment. Calibration, qc (quality control) and system check parameters were all recovering within expected ranges at the time of the event. The patient's sample was collected in a lithium heparin tube with gel separator (bd vacutainer pst ii) and was centrifuged twice at 3,000 rpm (rotations per minute) for ten (10) minutes at room temperature, prior to the initial analysis.